Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year post implant of this bioprosthetic valve, this patient presented with tachycardia, congestive heart failure, and severe mitral regurgitation. One year two months post implant, the device was explanted and replaced with a bioprosthetic valve. No other adverse patient effects were reported.